Event description:
No new information.

Manufacturer narrative:
An event regarding a product mix involving an exeter stem was reported. The event was confirmed via evaluation of the box, label and part, method & results: product evaluation and results: a visual inspection was conducted on the device, label and packaging. The catalog and lot number on the box and label (0580-1-442, lot a00976) did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849). Material analysis, functional and dimensional inspections were not be performed as they were not relevant to the event. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. There have been 11 other similar events for the reported lot all related to the same issue. Conclusions: it was reported 'in addition to the incorrect stem that was cemented into the patient we have found more incorrect stems (37.5/0) in the 44/2 boxes lot number: a00976. We have found another x 10 so far ( 11 total) all have been taken off the shelf.' A visual inspection was conducted on the device, label and packaging. The catalog and lot number on the box and label (0580-1-442, lot a00976) did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849). This event is deemed to be a manufacturing issue. Manufacturing nc was issued on 15 aug 2025 for this event.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event.

Event description:
As reported by the rep: "in addition to the incorrect stem that was cemented into the patient, we have found more incorrect stems (37.5/0) in the 44/2 boxes lot number: a00976. We have found another x 10 so far ( 11 total) all have been taken off the shelf.